Event description:
The patient reported that the pump rebooted without user intervention three hours prior to contacting animas. There was no reported patient impact associated with this complaint. Troubleshooting demonstrated that the battery cap was less than 6 months old and securely tightened to the pump. There was no misuse of the product. The pump was dropped a few months prior to the complaint however rebooted just three hours prior to the call to animas.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery cap was not returned with the pump for investigation, therefore investigators could not determine if the battery cap had been involved in the reported power interruption. A test battery cap was used for investigation purposes. A review of the pump history indicated that two power interruptions had occurred, which could not be duplicated during testing. The pump was exercised for 24 hours with no power loss. There were no defects found with the power connections or the motor drive assembly. Investigation revealed that the keypad was torn, exposing the up arrow and down arrow button key contacts. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A review of the device history record indicated that the pump was operating within required specifications at the time of release.